Event description:
Assembled device is po190r. Device broke during procedure. One part of the jaws broke off. Surgical delay of 15 minutes. Device components include: po735r/jaw ins. Bullet nose grasper 5mm 310mm, pm973r/insulated outer tube 5/5mm 310mm, po958r/monopolar handle without ratchet.

Manufacturer narrative:
PMA/510 (k) #k010752/k940936. Manufacturing site evaluation: evaluation on-going.